Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having a ¿great deal of pain¿ where their ins was implanted. The patient stated they talked to their hcp who directed the patient to the manufacturer. The patient stated that they checked the device and it was on the same settings. They stated that the patient hadn¿t increased stimulation, because the patient¿s back hadn¿t been hurting. The patient stated that they can feel stimulation in their right leg when they walk or put weight on it. The patient was redirected to follow-up with their healthcare provider (hcp) to get their device checked and to discuss the patient¿s pain. It was reviewed the consideration of the patient trying to turn their ins off or decrease it to see if it resolved. The event occurred a couple of weeks ago in 2018. No further complications were reported/anticipated. Additional information from the consumer on (B)(6) 2018 confirmed that the ins site pain and stimulation in their leg was caused by the fall in february. The health care provider (hcp) injected the site with steroids on the (B)(6). The pain did not resolve and per the consumer the hcp stated that the ins would have to be relocated. No further complications were reported.